Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that after priming, the tubing filter was completely empty of all fluid. No patient injury was reported.

Manufacturer narrative:
Device evaluated, visual inspection performed and found the returned sample was received in a plastic bag which is not the original packaging without being decontaminated. Unit was visually inspected at a distance of 12 inches to 16 inches under normal conditions of illumination according to procedure (through the plastic bag). Results: sample is not decontaminated, no visible obstructions, kinks or other defects were detected in any of the joints of the product through the plastic bag since the sample was not decontaminated. Functional test: no functional test was performed due to test equipment could be contaminated. Root cause can't be determined since the complaint can't be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.